Manufacturer narrative:
Investigation under iaca ongoing. Product evaluation results: visual inspection of the lens showed part of one of the haptics was torn off and is missing and part of the optic was torn off and is missing.

Event description:
The facility states that the surgeon successfully implanted a model aa4204vl intraocular lens, but noted damage to the lens after implantation. The surgeon removed the lens without injury to the patient. A model aq cartridge fp was used to deliver the lens into the patient's eye, but the lot number for the cartridge is unknown. The model and lot number for the injector used is also unknown. It is unknown what caused the damage to the lens.